Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip disassembled from the screw shaft on a pedicle screw during surgery after the screw was removed to reuse it. An alternative screw was used to complete the procedure. There were no reported patient impacts associated with this event.